Event description:
It was reported that the user experienced multiple connector failures in which several connectors from lot 33475 did not rotate to lock when inserted into the pump, and the same units also failed to rotate when tested outside the pump, while other connectors from the same box functioned as expected. Investigation of this case revealed a suspected mechanical fit or interface issue with the affected connectors. No symptoms reported during the event. Outcomes included replacement supplies shipped. It was concluded that the event involved a device malfunction with no patient harm, and replacements were provided.